Event description:
Pt had the star ankle poly core exchanged. Pre-operative diagnosis was lateral ligament laxity with lateral displacement of poly core.

Manufacturer narrative:
Center reported extreme wear on medial side of poly core. Cause of wear could not be determined but presumed by surgeon to be due to dislocation of poly implant caused by laxity of medial deltoid.